Event description:
It was reported that there was an alleged scale error. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer declined to have the product further evaluated/repaired.

Event description:
It was reported that there was an alleged scale error. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.